Event description:
The pt received her scs system, including an ipg, on (B)(6) 2005. It was reported that the pt can no longer establish telemetry between her ipg and charging system. A new charging system was sent to the pt. Attempts to obtain additional information regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.